Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that after the first week of the trial, they started to have a fever and a lot of pain. Patient said that they went either to urgent care of urology office however they didn't see their implanting physician. Patient said that the healthcare provider (hcp) they saw took the bandage off and said that patient had an infection. Patient said that they believed it was a staph infection and that it was real bad. Patient said that the trial implant was removed and patient was treated with antibiotics. Patient said they were on antibiotics for a while and infection did clear. Patient said that it was a month later that they received the full implant.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.